Event description:
The sales associate reported the instrument broke during surgery. The driver tip snapped off inside screw head during insertion. The screw was removed and replaced with a new screw using a different driver. No adverse events were reported, however the device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The device evaluation is anticipated. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The short uniplanar screw inserter (item lv00071, lot 707880) was returned for evaluation. Upon visual examination it is confirmed the tip of the short uniplanar shaft has broken off in a manner indicative of a significant bending load. The broken tip was not returned with the device. The type and shape of fracture suggests that the inserter may not have been fully seated within the mating screw component at the time of failure. A functional inspection cannot be performed due to the broken tip. Hardness testing of the instrument was performed as documented in the attached inspection form. The recorded hardness is 49.1 hrc which meets the drawing requirement of rc 48 min. The probable cause of the failure is excessive force on the tip of the inserter, probably from incorrect seating of the tip in the screw during screw insertion causing excessive force on the tip of the inserter.